Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pain ("pain") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, pain and amnesia outcome was unknown. The reporter considered uterine perforation, device dislocation, pain and amnesia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and perforation of organs, amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal almost eight years after insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Both events are anticipated according to reference safety information for essure. The exact time point and mechanism of uterine perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of implant') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, lower abdominal pain, constipation, vaginal discharge, urgency urination, nausea, back pain, libido decreased, vaginal itching, ectopic pregnancy and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pain ("pain") and amnesia ("memory loss"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, pain and amnesia outcome was unknown. The reporter considered amnesia, device dislocation, pain, pelvic inflammatory disease and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2008. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received lot number added. Reporter information, medical history added. Patient aka name added. New event added- pid. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of implant') and pelvic inflammatory disease ('pid') in an adult female patient who had essure (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, lower abdominal pain, constipation, vaginal discharge, urgency urination, nausea, back pain, libido decreased, vaginal itching, ectopic pregnancy and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and amnesia ("memory loss"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, pelvic pain and amnesia outcome was unknown. The reporter considered amnesia, device dislocation, pelvic inflammatory disease, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2008. Lot number: 508835, manufacturing date: 2005-08 ,expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and perforation of organs, amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal almost eight years after insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Both events are anticipated according to reference safety information for essure. The exact time point and mechanism of uterine perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.